Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "aiming beam fired out of tip @ 94, 284 joules." The procedure was completed using a second fiber. Patient outcome: "no injury to patient."